Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a deltec® gripper plus® safety needle triggered and punctured the operator's finger while discarding the needle. The needle was used on a patient and when the device was removed from the patient, the safety device triggered and the operator heard the "click" triggering. The operator was sent to collect blood sample for laboratory testing. No permanent injury was reported.